Event description:
It was reported that after approximately five minutes of intra-aortic balloon (iab) therapy, the patient reported a leak. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The patient went to the bathroom and while sitting noticed a sharp pain in their lower back. They called the nurse and when they arrived, they noticed "lots of blood" in the helium tubing of the iab catheter. The patient says that the pain subsided within moments. The iab catheter was then removed after less than a week of therapy. Sue says that blood got back to the pump and they are sending it to their biomed department. The patient was fine, without pain at the time and could be heard conversing. It was later reported that an another iab had been inserted via axillary. Another leak/perforation occurred. The getinge representative advised checking for a calcified aorta as it could be a cause of the issue. The customer stated they also think that it was possibly the problem. The iab was removed after two days of use. The customer will not be inserting a third iab in the patient. This report is for the 1st iab used. A separate report will be submitted for the 2nd iab.

Manufacturer narrative:
Device evaluation: the iab was returned with the membrane completely unfolded with blood on the interior and exterior of the catheter. The extender and pressure tubing were also returned. A portion of the extracorporeal tubing was cut from the iab and not returned. A visual examination of the product detected the inner lumen within the catheter tubing was completely separated within a kink approximately 76.5 cm from iab tip. The optical fiber was also found to be broken at this location. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender and pressure tubing was performed and no other leaks were detected. The evaluation determined an inner lumen break within a catheter kink causing the reported problem. It is difficult to determine when or how this occurred. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contributed to the iab failure. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Additional event site email: jow9094@ny.org the product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that there was a leak during intra-aortic balloon (iab) therapy. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The patient went to the bathroom and while sitting noticed a sharp pain in their lower back. They called the nurse and when they arrived, they noticed ¿lots of blood¿ in the helium tubing of the iab catheter. The patient says that the pain subsided within moments. The iab catheter was then removed. Sue says that blood got back to the pump and they are sending it to their biomed department. The patient was fine, without pain at the time and could be heard conversing. It was later reported that a another iab had been inserted via axillary. Another leak/ perforation occurred. The getinge representative advised checking for a calcified aorta as it could be a cause of the issue. The customer stated they also think that it was possibly the problem and will not be inserting a third iab in the patient. This report is for the 1st iab used. A separate report will be submitted for the 2nd iab.